Manufacturer narrative:
Device evaluation: analysis of the returned device identified creases(fold), wear abrasion, an opening(curved) and yellow particles in the shell. Leak test and microscopic analysis were performed which identified crease(smooth) opening on posterior and calcification in the shell (30%). The fill test inspection was performed with the result of no blockage. Creases are observed but have no relationship with manufacture of the device. Based on the device analysis the final assessment is an opening crease (smooth) on posterior due to fold(flaw) opening.

Event description:
Health professional additionally reported "creases".

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Clarification: no manufacture date can be provided as the device was manufactured prior to allergan recording manufacture dates. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side deflation. Device was explanted.